Event description:
Jaws won't hold needle. Customer reports that needle holder jaws would not hold needle. There are no reported adverse consequences to the pt related to this incident. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.